Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via (B)(4), the device was found to be in back-up vvi. The patient was brought into the clinic and a device code download was successfully performed.